Event description:
An angiodynamics clinical associate I reported that an end user experienced an issue when using an auryon atherectomy catheter 2.0mm hydrophilic coated. The outer ring (blade) of the 2.0 came off inside the patient during the procedure. Due to this event, the procedure was not continued. The patient was reported as stable.

Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).